Manufacturer narrative:
Concomitant medical products: product ID: 8709 catheter, implanted: (B)(6) 2001; product ID: 8637-20 pump, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire implantable pulse generator (ipg) system was explanted and antibiotics were administered. No further patient complications have been reported as a result of this event.